Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be due to mechanical error (eg: pvc tube diameter exceed specification) or user related (eg: insufficient or no lubricant used during insertion). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfection or surface deteriorations prior to use."

Event description:
It was reported that the catheters were missing the eyelets. No medical intervention was required.